Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2023. On (B)(6) 2023, the parent reported that the pediatric patient experienced inaccurate cgm values 8 days after the sensor was inserted in the arm. The patient was asymptomatic and received a low reading on the display device. The blood glucose was not checked. The patient was treated with carbohydrates. The cgm continued to read low after treatment, so the parent brought the patient to the hospital for evaluation. There, the bg was reading 600 mg/dl and the patient was treated with IV normal saline for 3 hours until the bg improved. The patient was discharged 3 hours later. There was no documentation of further medical evaluation or intervention for hyperglycemia. At the time of the report, the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.